Event description:
In 2002, pt reported they had to go to the hosp to get a blood glucose reading since meter would not work. Their meter allegedly was inaccurately erratic. Pt also rec'd the error messages, "insert strip" and "not ok". Pt did not know the result of the hospital's meter. The time difference between pt's meter and hospital's meter was unknown. Pt was not treated.